Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. Since the issue still persisted, the two leads were explanted and two new leads were positioned. The explanted leads were cut during the procedure and were to be analyzed as the attending physician requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2017 explanted: product type lead product ID 977a275 serial# (B)(4) implanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) and underlying disease of urodynia. During the adjustment post-procedure, twitching occurred for the lead dislocated in the abdomen. When the other lead (that was not dislocated in the abdomen) was used, severe twitching also occurred. The device settings when the issue occurred was the following : an amplitude of 2.0 volts, pulse width of 510 us, and rate of 20 hz. There was bipolar polarity (electrodes 5, 13 used for the anode, and electrodes 4,12 used for the cathode). The impedance was not specified/unknown. The power was currently off. It was unknown what factors may have led or contributed to the issue. The physician's observation about causality was asked but unknown. There were no telemetry data or x-rays available. No interventions or actions were taken, but an adjustment was scheduled for another day. The issue was not resolved at the time of the report. It was asked but unknown if a surgical intervention occurred. There was no patient injury associated with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the implant location of the leads was unknown. Lead migration occurred. The cause of the severe twitching and dislocation was undetermined. There were no updates reported regarding the actions/interventions taken.

Manufacturer narrative:
Device analysis for lead (B)(4) revealed no significant anomaly. The lead body was cut through, product segmented. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Device analysis for lead (B)(4) revealed no significant anomaly. The lead body was cut through, product segmented. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits.

Event description:
No further complications were reported or anticipated.